Event description:
As reported, when setting up this volume view kit, while connecting the manifold in the cvc, the connector broke, not permitting the connection (medwatch reference# 19098). The same issue occurred with another kit during the same procedure, in the same position and situation (medwatch reference #19096). A third volume view kit was used and the issue was solved. There was no blood loss due to this incident. There was no allegation of patient injury. Patient demographics were requested but were not available.

Manufacturer narrative:
The device involved in this case is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
The device was not received for evaluation due to brazilian shipping requirements. Nevertheless, five pictures were reviewed by image evaluation. Pictures showed a dpt (disposable pressure transducer) kit with an attached manifold. The male luer on thermistor side of the manifold had been completely broken off. The broken male luer section was not visible in the photo. Image evaluation results revealed that the report of thermistor manifold broken was confirmed. Based on further investigation in the CAPA, the root cause was related to product design. Corrective actions are in implementation phase to perform a design change and a feasibility test in order to eliminate the cause of the non-conformity and prevent recurrence of this condition. Additionally, a product risk assessment was performed. On the other hand, the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Also, the investigation codes were updated in order to better reflect the nature of the finding. Additionally, the manufacturing and expiration dates were added according to the device history record review. Patient gender was provided and field a3 has been updated to gender- male accordingly. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : device was not received for evaluation. Image evaluation was performed.